Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. D4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection confirmed the complaint; the pilot balloon was detached from the inflation line. Root cause was attributed to a supplied item fault. A device history report (DHR) review was not completed as the issue was not lot related; multiple lots were affected. This issue will continue to be monitored and further actions taken accordingly.

Event description:
It was reported that the device was missing the cuff inflation line. It is used for patients who cannot move, and the inflation line came off without applying pressure. No patient injury or adverse effects were reported.